Event description:
Clinical report states the patient had an intra-operative avulsion fracture of the greater trochanter that occurred while positioning the leg during primary tha using the direct anterior approach with a hana table was treated with observation and weight-bearing as tolerated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned and is presumed yet implanted. Review of the device history record and/or a lot specific complaint database search was not possible as the lot code required was not provided. Per the initial reporting by the depuy clinical team, no additional information is available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.